Event description:
Rptr c/o low blood pressure, demyelinating neuropathy and other neuropathy, anxiety &/or depression, organizational difficulty, lack of concentration, short-term memory loss, mood swings, procrastination, getting lost or confused, dementia, balance disturbances/vertigo/dizziness, reduced blood flow to brain, chest/rib cage pain &/or burning sensation and inflammation, chronic swelling, pain, discoloration (red or blue) and heat or cold sensitivity of extremities, raynaud's disease, frequent low grade fever, chronic diarrhea &/or constipation, esophagitis, duodenitis &/or gastritis, irritable bowel syndrome, hysterectomy, substantial hair loss, frequent migraines/severe headaches, hypersensitivity or allergies to: chemicals, molds, dust or pollen, insect bites or stings, unusual chronic infections, connective tissue disease, lupus, atypical lupus, sjogren's syndrome, joint inflammation, swelling, pain/arthralgia, rheumatoid arthritis, persistent joint stiffness, chronic swollen lymph nodes/lymphadenopathy, under arms and neck, chronic unexplained muscle spasms, frozen shoulder, muscle pain & burning, muscle atrophy, myositis or polymyositis, unexplained rashes, sun sensitivity, unexplained severe itching, dermatomyositis, chronic insomnia, chronic fatigue syndrome, long-term extreme fatigue, clumsiness/drops things, misjudges distance/runs into objects and sicca. She has had two capsular contractures and 2 open capsulotomies. (*) (also see 1007619)